Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a jrny ii cr lock fem implant impactor was found broken. As this was notice in a field inspection, no patient was involved.

Manufacturer narrative:
H10: additional information received by the manufacturer identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that the ring on the jrny ii cr lock fem implant impactor device is broken. The reassessment determined that the issue does not meet the threshold for reporting and therefore, it is a non-reportable event. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.